Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified common iliac artery. A 8.0mmx40mmx135cm sterling balloon catheter was advanced for post dilatation. However, during the first inflation at 4 atmospheres. The balloon ruptured. However during the first inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries reported.